Manufacturer narrative:
This report is being filed after the 30 day timeframe due to a filing error. It is being filed immediately upon the discovery of the filing error. Conmed was unable to perform an eval within the specified time frame. Conmed will perform the eval and report its findings within the next 30 calendar days. Although no one was hurt, conmed has decided to file this event with the f.d.a to stay conservative and consistent.

Event description:
The esu continued outputting for several seconds even if they switched off an output button.